Event description:
It was reported that the patient experienced an infection with an ambicor penile prosthesis (app). The app was explanted and no new device was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.